Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One contaminated sample was provided for evaluation. A visual evaluation of the sample was conducted. The sample cannot undergo any testing at this time due to the sever contamination on the sample. The reported defect was not confirmed due to the inability to conduct any testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: the arc lehighton is having problems again with the blood transfusion tubing. Yesterday, we gave 2 blood transfusions to a patient, and the pump kept alarming and stopping every 5 minutes or so. It would say downstream occlusion, air bubbles, or error. We checked the patient's IV site, position, no air bubbles were present, tubing was reloaded. The pumps work fine with all other tubing, including an iron infusion we gave the day before on the same patient with the same pump and IV. No injury reported.